Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: upon receipt the device, it was observed to have contained clear gel. No foreign material was observed within the device or on the shell surface. During initial examination, the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Rupture complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred a manufacturing record evaluation (mre) was performed for the finished device 5759086 number, and no non-conformances related to the reported complaint condition were identified. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture due to fluid leakage. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Reason for device explant and/or reoperation: rupture of left breast prosthesis, suspected rupture of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 500cc gel breast prostheses that were both suspected to have ruptured after implantation. Bilateral rupture was confirmed by MRI. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 500cc gel breast prostheses on (B)(6) 2019. Post-explantation, it was discovered that only the left breast prosthesis had ruptured. The right breast prosthesis was removed intact. This medwatch report is for the patient¿s left breast prosthesis.